Manufacturer narrative:
Data innovations has completed the investigation of this issue. A determination of an instrument manager malfunction cannot be made at this time. From the information collected, it is not believed to be an instrument manager malfunction, but this cannot be proven from the information provided. Data innovations technical and professional services employees were not able to obtain specific troubleshooting logs which would identify where the mismatch is occuring, and they were unable to reproduce the issue. Instrument manager is providing correct information to the laboratory information system (lis), and the issue appears to be specifically related to the epicenter instrument. Due to the inablity to reproduce the issue, and review of the data provided to us, data innovations has closed the incident. If the issue was to occur again, the customer has been instructed as to what troubleshooting information should be gathered immediately and submitted for troubleshooting.

Event description:
Technicians order identification and susceptibility maldi or panels from epic/beaker (lis) which are transmitted to the epicenter instrument. Blood culture orders are transmitted at time of receipt to epicenter and then bottles are placed in blood culture instruments. Results of panels and blood cultures are transmitted from instruments to epicenter to di (instrument manager) to beaker (lis). Epicenter was receiving error messages, and it seems messages were being sent and received to the epicenter simultaneously (some results were sent before the order was received). The epicenter was sending results which it did not have the orders for yet, so patient results were getting mismatched in the epicenter instrument, but not in the beaker lis. Results still file back through the accession to the correct mrn in the epic/beaker lis even though switched in epicenter instrument- the mismatch is only in epicenter - but this has caused delays in result reporting and is a potential source of human error if results are viewed in the epicenter instrument and communicated to a clinician. Troubleshooting is still in progress, root cause has not been determined at this time. It is not yet determined if this is an instrument manager malfunction. There have been no reports of harm due to this issue.

Event description:
Technicians order identification and susceptibility maldi or panels from epic/beaker (lis) which are transmitted to the epicenter instrument. Blood culture orders are transmitted at time of receipt to epicenter and then bottles are placed in blood culture instruments. Results of panels and blood cultures are transmitted from instruments to epicenter to di (instrument manager) to beaker (lis). Epicenter was receiving error messages, and it seems messages were being sent and received to the epicenter simultaneously (some results were sent before the order was received). The epicenter was sending results which it did not have the orders for yet, so patient results were getting mismatched in the epicenter instrument, but not in the beaker lis. Results still file back through the accession to the correct mrn in the epic/beaker lis even though switched in epicenter instrument- the mismatch is only in epicenter - but this has caused delays in result reporting and is a potential source of human error if results are viewed in the epicenter instrument and communicated to a clinician. Troubleshooting is still in progress, root cause has not been determined at this time. It is not yet determined if this is an instrument manager malfunction. There have been no reports of harm due to this issue.